Event description:
A customer reported that her precision xtra blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. As a result of the meter issue, the customer reported she experienced a medical event back in (B)(6) 2010 (customer did not know the date and time of the event). Although the customer reported she lost consciousness and went to the hospital where she was treated due to a "diabetic coma", no additional information about the event was reported. The customer did not complete the troubleshooting survey questions and later attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that vessel spasm occurred as the guidewire was being removed. Pavarin (dose unknown) was administered and post removal of the guidewire, a "very little hemorrhage was found" (exact location unknown). In response to the bleeding, the physician neutralized the heparin and discontinued aspirin for two days and the clopidogrel for one day. The patient was reported to have a light subarachnoid hemorrhage and thrombosis of the right middle cerebral artery that resulted in partial aphasia.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: while the customer was still on the telephone talking to customer service, the customer reported she did not install new batteries in the meter and did not have new batteries available at that time. Adc customer service educated the customer about battery replacement.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. The meter powered on with button depression and insertion of cal bar. Meter also powered on with strip insertion. Blank screen was not observed. This is a final report.